Manufacturer narrative:
The device was serviced at the customer site. During testing, the reported event could be confirmed. The gas connector was secured and tightened. The device subsequently passed all applicable testing.

Event description:
It was reported that during set up, it was noted that the gas inlet connector was very loose. Following perfusion, the liver was discarded due to non-device related factors as the liver viability markers were outside of the acceptable range.